Manufacturer narrative:
(B)(4). Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device check, a red screen was noted exhibiting a da error. Boston scientific's technical services (ts) was contacted for recommendations. Ts discussed the error message and it's self correcting nature and if no additional errors are exhibited, normal follow-up can be recommended. No adverse patient effects were reported.